Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the dhs blade could not lock. The patient had a left pertrochanteric femoral fracture. The tip of the connecting screw for the dhs blade was broken during the insertion of the blade in the operation. The tip is remaining in the patient body with the blade. During the impaction of the blade, the connecting screw was loosened. The surgeon thought it might have loosened from the impact, so he tried to re-connect them, but could not. The surgeon checked them and found the thread part of the screw was broken and the tip was inserted into the implant, so he was unable to lock the blade and closed the incision. The sales rep informed the nurse about the retightening by the screwdriver for the connection of the blade and the implant during the procedure. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken device were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing records showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification. The breakage may have occurred due to continuous mechanical loadings. The device was manufactured according to specifications at the time of manufacturing. Placeholder.